Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule and delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was returned for investigation. Visual inspection did not reveal any damage. The capsule trocar was deployed and appeared normal. The plunger was not fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion reveals the most probably root cause was user failure to fully release the plunger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an esophageal procedure, the capsule failed to attach to the patient's esophagus. There was no harm to the patient but a repeat bravo procedure is necessary due to the failure to attach. No medical intervention was required. There was nothing unusual about the patient or the procedure itself that may have led to the failure. An endoscopy was performed prior to the procedure and the esophagus appeared normal. A medela pump was used for the vacuum source during the procedure. No lubricant was used to facilitate capsule placement. No known adverse events were reported.